Event description:
The following information was provided by a clinical study site: on (B)(6), 2020, a study patient underwent aaa procedure. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted as branch devices in the visceral arteries. One vbx device was implanted (most proximal within the portal) in the superior mesenteric artery (sma). During a follow-up visit on (B)(6) 2024, cta imaging was completed. Observed was a device ovalization of the sma side branch component within the aorta, just proximal the sma origin. No fractures were noted and all the vbx devices were found to be patent during the visit. The patient is asymptomatic.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code b14: review of device manufacturing record history is currently in progress. H6 - code b20: device remains implanted and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 - code a27: device ovalization observed by imaging. No stent fractures were noted and device remains patent. Patient is asymptomatic and device remains implanted. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications.